Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer stated the alarm was recurring with a replacement battery cap. Customer's blood glucose was unknown at the time of the call. The customer was advised to revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had operating currents within specification and no failed battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case near the display window corners and a cracked reservoir tube lip.